Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine replacement of this pacemaker, the right atrial (ra) lead was stuck in the device header and the terminal end of the lead came apart when the physician attempted to remove it from the header. The lead was surgically abandoned and replaced and the device was explanted and replaced. No adverse patient effects were reported.